Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter had missing display segments. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the display issue began at the end of (B)(6) 2014, between 6:00-8:00 pm. The patient does not use medications to manage her diabetes. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged display issue. The patient claimed to have developed the symptoms of ¿blurry vision, jittery and shaky¿ on (B)(6) 2014 (time unknown); however she denied having received any treatment. At the time of troubleshooting, the csr noted that there was no evidence of product misuse and the product was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the display issue began. This symptom does meet lifescan's criteria for a serious injury.